Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that after losing position of the guiding catheter, the stent dislodged from the balloon. The stent was removed within the guiding catheter and no intervention was required. No pt effects were reported. No additional event or pt info is available.

Manufacturer narrative:
Results- product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis of the stent delivery system (sds) was returned with blood visible on the balloon and shaft and in the guide wire lumen. There was moisture visible in the balloon and inflation lumen. The protective sheath was not returned. The stent implant was returned dislodged from the balloon. The second and third rows of distal struts were crushed. No other damage to the stent implant was noted. The balloon was loosely folded. There were crimp marks on the balloon between the markers. There was a bend in the hypotube 4.7cm distal to the strain relief tubing. No other damage to the sds was noted. A laser micrometer was used to measure the stent outer diameters, proximal and middle. The middle measurements met manufacturing criteria, but the proximal measurements were oversized. The distal measurements were not taken due to the crushed distal struts. Product performance engineering reviewed the incident info and analysis of the returned device. It was reported that after losing position of the guiding catheter in the rca, the sds was removed and it was noted that the stent had dislodged. However, when the guiding catheter. Was removed from the pt, the stent came out of the guiding catheter. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that after losing position of the guiding catheter in the rca, the sds was removed and it was noted that the stent dislodged. However, when the guiding catheter was removed from the pt, the stent came out of the guiding catheter. Quality assurance analysis found that there was blood visible on the balloon and shaft and in the guide wire lumen. There was moisture visible in the balloon and inflation lumen and the balloon was loosely folded. This is all consistent with the fact that the device was at least prepped for use and inserted into the body. It is possible that the stent became damage from handling during removal of the protective sheath and/or prep, but since there was no report of any damage to the stent during the inspection prior to use, the damage to the stent likely occurred during the procedure. It is possible that the damage to the stent contributed to its dislodgement. One possibility is that the stent interacted with the guiding catheter during the retraction of the sds, which loosened the stent and lead to the dislodgement. The proximal and middle portions of the stent were measured for outer diameter. The proximal end was oversized; however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification, this oversizing most likely occurred at the time of dislodgement, as it is expected that the stent would slightly expand during travel over the balloon. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. The distal end of the stent was not measured for outer diameter because of the crushed struts. The only other damage noted to the device was a bend in the hypotube. Since there was no mention of this damage in the incident report, it likely occurred as a result of handling the device during packing for shipment back to abbott vascular for evaluation. It does not appear that this bend is related to or contributed to the stent dislodgement. There is no indication of a product quality issue, but a conclusive root cause cannot be determined for the stent dislodgement. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.